Event description:
The patient reported experiencing intermittent sharp pain and was not sure if they were receiving therapy from the implantable cardioverter defibrillator (ICD). A family member advised that the pain was due to the ICD functioning but the patient did not believe it was normal. The patient has not been in contact with their clinic since the time of the report. The most recent remote monitor transmission showed no therapy had been delivered. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4396 implantable pacing lead (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2012.